Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Other, other text: additional information: a1, b5, and h6 ( health code). Device evaluation: one cadd solis vip pump was returned for analysis. Functional test was performed which failed. (Verified through the status screen menu). The issue is due to a defective and inoperable air detector. The operator replaced the air detector. The analysts performed a full preventative maintenance and functional test.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited constant air in line with primed sets. No adverse effects were reported.